Event description:
The reporter stated that the surgeon was inserting a +18.5 diopter single piece collamer lens and the foam tip plunger broke and tore the lens. The surgeon cut up the lens to remove it with no incision enlargement or suture required.

Manufacturer narrative:
The foam tip plunger was not returned however, the lens was received and a visual inspection shows the lens is torn in half from one haptic to the other haptic. There is clear surgical residue on the lens. It should be noted that the injector and cartridge were not received.